Manufacturer narrative:
The unit was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/compromised force sensor system test, off no power test and excessive no delivery test due to blank display. Unable to confirm failed battery or battery out limit alarms due to blank display. The unit was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 120 mg/dl. During troubleshooting the customer changed the battery but received a blank display anomaly. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis.